Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care again recommended the user, to re-link their sensor to clear calibration history and any potential calibration misalignment. Further follow-up with the user was not possible as the user remained unresponsive to multiple contact attempts, but review of the data management system (dms) indicated that the user had stopped using the eversense system on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.